Event description:
It was reported that the patient's device had high impedances, greater than 2000 ohms. The patient had been receiving radiation treatments for the past 3 weeks and had been checking the implant periodically after treatment. The company representative checked the patient's device the day prior to the report and noted impedances greater than 2000 ohms. The battery measurement was greater than 3. The impedances on the day of report were all within normal range. There were no therapy issues. Additional information was requested; if received, a follow up report will be sent.

Event description:
Additional information: the battery measurement showing on the physician programmer was greater than 3.9 volts.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7426, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3389s-40, lot # v436028, implanted: (B)(6) 2010, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7438, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # v436028, implanted: (B)(6) 2010, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3389s-40, lot # v436028, implanted: (B)(6) 2010, product type lead; product ID 3389s-40, lot # v436028, implanted: (B)(6) 2010, product type lead. (B)(4).